Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button of the insulin pump were sticky and unresponsive. The insulin pump had forced to prime/rewind multiple times. The customer stated that sometimes the insulin pump seemed to have a delayed response after changing the battery and the battery life had diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.